Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors were not functional. It was found the electrodes were missing from the sensor upon removal from their body. The customer's blood glucose was 4.2 mmol/l at the time of incident. The customer declined to return the sensors for analysis.